Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 533mg/dl. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the caller to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the caller that the insulin pump is functioning as designed. No further information was provided.